Event description:
It was reported that during an unknown procedure the nail stuck.¿ unknown how the procedure was completed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Broken handle and viscous silicone. The analysis results found that the instrument er420 was received partially cycled with the handle halves cracked open at the trigger area. The cycle was completed and the trigger was forced to the open position feeding a clip into the jaws; the clip was removed in order to measure jaws width. The device was cycled and a clip with gap was fed due to the condition of the handle; however, the clip was noted to feed slower than expected. The instrument was actuated again and the trigger did not fully opened and the clip was partially fed into the jaws. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the silicone that is applied during the manufacturing process was noted to be viscous, which caused the slow feeding of the clips. No additional anomalies were noted with the internal components. In addition, six clips were found in the clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Therefore no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.